Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the procedure was a cataract extraction with intraocular lens implant procedure. An occlusion message was displayed. The blockage could not be cleared. Consumable products are not reused. The case was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece did not work and gets "blocked". Additional information has been requested but not received.

Manufacturer narrative:
The correct handpiece was not retuned for evaluation. However, the handpiece was put back in rotation without additional problems. No additional information was obtained from the customer. The handpiece was manufactured on october 28, 2016. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on may 28, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).